Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call a display anomaly. Blood glucose at the time of incident was 149mg/dl. The customer states she is having trouble reading the pump. She states the batteries have been changed, but yet the display continues to be very dim. The customer states there is some damage on the pump. The customer state there is a small crack on the upper right hand corner. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.